Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure opened two clip appliers. Fired first one and no clips came out -- and then fired several times to get clips moving. Once clips moved, first three clips on both devices formed opened clips that looked like a "j". Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Multiple request for return of device have been made but no device has been returned.